Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A clinical application specialist report flaps were created bilaterally with no issue. Left eye flap was lifted but was noted to be thin. Treatment was completed and after smoothing the flap, a superior epithelial defect was noticed. A bandage contact lens was placed on the eye. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Without treatment report, the reported treatment could not be identified in the logfile. A logfile review for the whole day was performed. The logfile review shows during start-up of the system the vacuum, the energy and the ablation tests were performed without problem. All treatments were performed successfully on that day. The energy was stable. No relevant deviation between planned and performed energy was detectable for the treatments. No technical root cause could be identified that could contribute to the reported event. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).